Manufacturer narrative:
The unidentified cause for loss of power on the mobile power unit is reported under MFR report #2916596-2018-05277. This medwatch is reporting the pump stop due to full depletion of the system controller's internal battery observed in the log file. Approximate age of device- 3 years, 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the system controller clock was reset to a null value at around (B)(6) 2018. Log files were submitted for review. The manufacturer's technical service reviewed the submitted log file and noted that the system controller's clock was set on (B)(6) 2018 at approximately 11:45am. On (B)(6) 2018 at approximately 2:53am, the file displayed a string of low voltage hazard events while the vad was connected to the mobile power unit (mpu). These events may have been caused by the mpu power cable becoming loose/disconnected at the mpu and/or ac/wall power. The system controller operated in power save mode (activation of the emergency backup battery) for approximately 2 hours until 4:55am, when the emergency backup battery (ebb) depleted and the pump stopped due to complete loss of power to the system controller causing a controller clock reset. The log file recorded 1x red heart alarm/pump off motor stop event. Power was restored to the system controller and pump when the vad was connected to a fully charged battery. The pump operated within set parameters once power was restored to the system controller. The length of time the system controller was disconnected from power due to this event could not be determined. Within the second string of yellow wrench alarms displayed in the file (due to ¿real time clock not set¿) it was also observed that a second transient external power loss to the system controller occurred; appears the mpu power cable came loose/disconnected at the mpu or ac/wall power causing the controller to operate in power save mode on ebb (emergency backup battery) for approximately 2 seconds. Mpu power connection was re-established and external power was restored while tethered to mpu.

Event description:
It was reported the patient has a v-lock ac power cord. No further issues have been reported by the customer.